Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h1, h2. H3, h4, h6 and h11. (H3) right heart catheterization is a procedure that carries inherent risks, including bleeding and vascular complications. Among these, hemoptysis is a known procedural complication and is noted in the product's risk documents and instructions for use as a potential risk of the overall procedure. Hemoptysis is typically a transient and reversable adverse event, which may occur secondary to patient factors and/or injury to the arterial vessel wall through handling of interventional products used during the implant procedure (such as guidewires or the delivery system). Despite these considerations, the cordella system provides meaningful clinical benefits through remote pulmonary artery pressure monitoring, which supports more effective management of chronic heart failure.the product used in this case was not returned for analysis and as such, a product malfunction could not be confirmed. Considering all information available at this time, handling and procedural factors (multiple guidewires used and difficulty gaining wire access at the target location due to patient anatomy) and/or patient factors (hypertension, vessel anatomy, large right ventricle, anti-platelet therapy) may have been contributing factors to this event. There is no evidence to suggest a design or manufacturing cause for this event. As such, no additional preventative or corrective actions are required.

Event description:
Additional information received indicates that during the implant procedure, vessel access was initially achieved but wire access was lost during advancement of the ds, requiring multiple rewiring attempts until successful deployment was completed using a 0.014 grand slam wire. The act was elevated at 305, above the recommended 200 prior to insertion. Post-procedure, the patient experienced minor coughing and shortness of breath, with a small amount of bleeding observed via suction. A chest x-ray was performed, oxygen therapy initiated, and protamine administered per physician orders before transfer to the ICU for observation. Within 45-60 minutes, the patient stabilized with normal vital signs, was alert and oriented, and required no further intervention. The patient was discharged later that day, and by (B)(6) 2025, a clinical specialist confirmed he was home and recovering well.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
Shortly after device implantation, the patient experienced coughing and hemoptysis, along with mild shortness of breath. These symptoms were addressed during hospitalization, and the patient has since recovered and been discharged. No further complications have been reported.